Manufacturer narrative:
Product ID neu_unknown_cath, serial# unknown; product type catheter. (B)(4).

Event description:
The patient missed their pump refill. The pump ran dry within the last couple of days prior to this report. The patient/device information, patient symptoms, interventions, outcome, and drug in the pump at the time of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.